Manufacturer narrative:
A company service rep checked system; found it met performance specifications. Customer was contacted regarding possible cause of thermal injuries.

Event description:
Reporter noted system not irrigating, resulting in a corneal burn. Handpiece and cassette were changed. Sutured incision to close. Doctor noted cannula at end of phaco handpiece was clogged at end of case. They had incorrectly primed and tuned unit, causing burn. Reviewed process with staff; no further problems occurred.